Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. Reportedly, the customer disconnected at the t:lock. Tandem technical support educated the customer on not disconnecting at the t:lock. Customer¿s blood glucose level ranged between 180-248 mg/dl. Reportedly, the customer primed the infusion set tubing to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem¿s pump user guide indicates, "do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing."